Manufacturer narrative:
A complaint history review of the lot showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.

Event description:
Patient had a PICC inserted and after a few weeks developed a staph infection.